Event description:
It was reported that during a follow up appointment, a high, out of range shock impedance (>200 ohms) measurement was noted from this right ventricular (rv) lead. The physician wanted to explant the rv lead, but the patient refused an explant procedure. The patient is continuing with normal follow ups and at this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.